Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is in the hospital but was not completely sure if it was pd related. The patient has swelling in the legs and fluid around the lungs. During intake, the cause of the adverse events was unknown. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, medication records, treatment records) were unsuccessful.

Manufacturer narrative:
Clinical investigation: it is unknown if temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of bilateral lower extremity edema and pulmonary edema, which warranted hospitalization. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Pulmonary edema is a well-known potential complication of the esrd process, and causality can often be attributed to several different internal and external factors such as, physiological changes, cardiac changes, dietary restrictions, access issues, comorbidities, mechanical issues, and/or membrane/transport failure. It should be noted that a lack of clinical follow-up precluded a more comprehensive medical assessment. Based on the limited information available, the liberty select cycler cannot be disassociated from the serious adverse events. Given the unknown cause, lack of clinical follow-up, and no manufacturer evaluation/investigation of the patient¿s device; this liberty select cycler cannot be excluded from having a possible causal contributory role in the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.